Event description:
It was reported that customer passed away. Physician stated that the customer died in a hospital from hypoglycemia. Physician also stated that it was aggravated by alcohol and pneumonia. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.